Manufacturer narrative:
The device was not returned for investigation, and a device history record review was unable to be conducted as the lot number for the device was not reported or able to be ascertained.

Event description:
A patient underwent aortic valve replacement, pulmonary vein ablation, and left atrial posterior wall isolation (box lesion), along with left atrial appendage exclusion. During thoracic closure, significant hemorrhage was noted. The chest was promptly reopened, revealing a disruption along the superior border of the right superior pulmonary vein. The defect was repaired using 4-0 prolene® sutures, achieving effective hemostasis. There was no reported device malfunction, and the adverse event was the result of a procedural complication.